Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported the device became stuck on the guidewire. The target lesion, with a length of approximately 15 cm, was located in the left superficial femoral artery (sfa). A 2.1 mm jetstream xc catheter was selected for an ablation procedure to treat arterial plaque in the lower extremity. After opening the blood vessel, an unknown 0.018" guidewire was replaced by a 0.014 thruway 300cm/short taper/straight guidewire. The thruway guidewire crossed the lesion and reached the target area. The 2.1 mm jetstream xc catheter primed successfully outside of the patient and was inserted into the patient with the thruway guidewire. The 2.1 mm jetstream xc catheter started with blades down and advanced through plaque as expected. When the 2.1 mm jetstream xc catheter was approximately 5 mm into the target vessel an abnormal noise was heard and the thruway guidewire started rotating along with the 2.1 mm jetstream xc catheter. Both the 2.1 mm jetstream xc catheter and thruway guidewire were removed. The 2.1 mm jetstream xc catheter was stuck on the thruway guidewire and could not be separated. A different jetstream xc catheter and guidewire were used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). H11: device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed that the infusion and aspiration line are cut. The baton is missing. Microscopic examination revealed no damages. Device to device interaction test was performed and a test guidewire was unable to pass through. The device was x-ray and part of a guidewire is stuck inside. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed that a part of the guidewire is stuck in the device.

Event description:
It was reported the device became stuck on the guidewire. The target lesion, with a length of approximately 15 cm, was located in the left superficial femoral artery (sfa). A 2.1 mm jetstream xc catheter was selected for an ablation procedure to treat arterial plaque in the lower extremity. After opening the blood vessel, an unknown 0.018" guidewire was replaced by a 0.014 thruway 300cm/short taper/straight guidewire. The thruway guidewire crossed the lesion and reached the target area. The 2.1 mm jetstream xc catheter primed successfully outside of the patient and was inserted into the patient with the thruway guidewire. The 2.1 mm jetstream xc catheter started with blades down and advanced through plaque as expected. When the 2.1 mm jetstream xc catheter was approximately 5 mm into the target vessel an abnormal noise was heard and the thruway guidewire started rotating along with the 2.1 mm jetstream xc catheter. Both the 2.1 mm jetstream xc catheter and thruway guidewire were removed. The 2.1 mm jetstream xc catheter was stuck on the thruway guidewire and could not be separated. A different jetstream xc catheter and guidewire were used to complete the procedure. There were no patient complications as a result of this event.